Event description:
It was reported that the customer had a bent cannula and experienced high blood glucose levels. The customer's blood glucose was 578 mg/dl. The customer treated himself with manual injections. The customer stated his concern over his reservoirs because one of them did not fill properly and leaked. Troubleshooting was done for the reservoir leak. Advised to return the reservoir for analysis. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened/used reservoirs were inspected and tested. Two of three reservoirs failed per specifications, transfer guard were occluded. The third reservoir passed inspection, no occlusion or leak was noted.